Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure fallopian tube implant extends partly into the endometrial cavity') and device dislocation ('the left implant is not seen.') In an adult female patient who had essure (batch no. C59243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and device expulsion ("essure sterilization implant is seen in the right uterine myometrium and fallopian tube"). Essure treatment was not changed. At the time of the report, the embedded device, device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation, device expulsion and embedded device to be related to essure. The reporter commented: right - 6 coils present outside of the os. Left- 5 coils present outside of the os. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure fallopian tube implant extends partly into the endometrial cavity') and device dislocation ('the left implant is not seen.') In an adult female patient who had essure (batch no. C59243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and device expulsion ("essure sterilization implant is seen in the right uterine myometrium and fallopian tube"). At the time of the report, the embedded device, device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation, device expulsion and embedded device to be related to essure. The reporter commented: right - 6 coils present outside of the os. Left- 5 coils present outside of the os. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.